Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bcs experienced needles that would not retract. The following information was provided by the initial reporter: nurse was inserting 18 g bd IV catheter, when pressed button to retract the needle, needle wouldn't retract.multiple instances that the needle would not retract as designed. Did you experience any adverse events as a result of this reported defect? No.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed FDA notified: the initial reporter notified the FDA via uf/importer report#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bcs experienced needles that would not retract. The following information was provided by the initial reporter: nurse was inserting 18 g bd IV catheter, when pressed button to retract the needle, needle wouldn't retract. Multiple instances that the needle would not retract as designed. Did you experience any adverse events as a result of this reported defect? No.